Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. The customer's current blood glucose was 423 mg/dl. Customer stated they had eaten a lot because the sensor reading was showing 80. The customer did not experience any symptoms such as a result of high blood glucose. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set.